Manufacturer narrative:
H3: analysis of the pump found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2021-mar-24. It was reported that the pump was explanted on (B)(6) 2021. There was no patient injury and the patient recovered without sequela. A rotor study was performed and there was ¿no rotor movement.¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at 4.102 mg/day) and bupivacaine (5 mg/ml at 2.0510 mg/day) via an implanted pump. It was reported that the hcp had been getting volume discrepancies at the last couple of refills. The onset / date of the event was unknown. At the refill visit on (B)(6) 2020, the erv (expected reservoir volume) was 3.2 ml. The arv (actual reservoir volume) was not provided. At the refill visit on (B)(6) 2020, the patient reported that he was generally doing okay with the pump and everything was fine. His pain was well controlled. The erv was 5.7 ml and the arv was a little bit over 8 ml. The pump was refilled, and the plan was to monitor closely. At the refill visit on (B)(6) 2020, the erv was 4.8 ml and the arv was 8 ml. It was noted that this was similar to his last refill and at this point it had not really changed much. The plan was to continue to monitor and re-evaluate at follow up. The pump was refilled, and the dose was not changed. At the refill visit on (B)(6) 2021, the erv was 3.5 ml and the arv was 8 ml. The pump was refilled with dilaudid (10 mg/ml) and bupivacaine (5 mg/ml) to a total volume of 40 ml. The patient was doing okay with his current dosage, so the continuous dosage was maintained with a low reservoir alarm date of (B)(6) 2021. The next pump refill date was scheduled for (B)(6) 2021. A CT scan of the thoracic spine without contrast was performed on (B)(6) 2021 with no reported findings related to the patient¿s infusion system. Medical notes from an office visit on (B)(6) 2021 were provided. The reason for the visit was for follow-up of his back pain and for a pump refill. Regarding the patient¿s history of present illness, the chief complaint was back pain. The patient¿s past medical history included mitral valve prolapse, mrsa, heartburn, myocardial infarction, and high blood pressure. X-rays from (B)(6) of 2015 showed a l5 to s1 fusion (performed in 2008) and intrathecal pump. The patient also had a spinal cord stimulator with two leads near midline (one lead at l1 and the other at t11). The patient¿s other active medications were as follows: temazepam 7.5 mg oral capsule, amlodipine besylate 5 mg oral tablet,norvasc 10 mg oral tablet, lisinopril 40 mg oral tablet, metoprolol tartrate 50 mg oral tablet, trazodone 150 mg tablet, gabapentin 800 mg tablet, zanaflex 4 mg tablet. Their current medications were as follows: gabapentin 800 mg tablet, trazodone 150 mf tablet,temazepam 7.5 mg oral capsule, amlodipine besylate 5 mg oral tablet, norvasc 10 mg oral tablet, lisinopril 40 mg oral tablet, and metoprolol tartrate 50 mg oral tablet. The patient has an allergy to shellfish. Past surgical history included a spinal flush (lumbar). The patient¿s body mass index was 29.53 and their height was 69. The patient was now with back surgery syndrome and chronic bilateral radiculopathies. Regarding the (B)(6) 2021 visit, the chief complaint was back pain. The patient¿s pain overall was between a 5 and 9 out of a scale of 10. The patient was positive for nausea, urinary retention, back pain, loss of strength, muscle weakness, headaches, tingling, and poor balance. A CT thoracic c spine without contrast was performed on (B)(6) 2021; the diagnosis was pain in the thoracic spine (pain in thoracic spine and upper back). Additional information was received from a healthcare provider via a company representative on 2021-mar-01. The patient had noticed they were not getting same relief from the pump as he usually received. The patient felt they were experiencing withdrawal symptoms; date of event was (B)(6) 2021. They had noticed at times of refills; they were getting more drug left in the pump reservoir than they should. A roller study was performed on (B)(6) 2021 and it appeared on x-ray that the rollers did not move after a bolus was given. A dye study was also performed on (B)(6) 2021 and the catheter was found to be intact and dye easily flowed to the tip and out. The issue was not resolved as of (B)(6) 2021. Environmental/external/patient factors that may have led or contributed to the issue were noted as having been none. Surgical intervention was planned, but not yet scheduled. The patient¿s weight and medical history were unknown or would not be made available.